Event description:
The customer stated that she received a blood glucose reading of 356 mg/dl from one contour meter and a reading of 150 mg/dl from her other contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any add'l info. No product will be returned. The customer's meter was replaced at her insistence.